Event description:
It was reported that the insulin pump had a low reservoir alarm. Troubleshooting was performed and the displacement test failed. The alarm history revealed that the alarm occurred two months prior to the call. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. However, the device passed the 25u bolus delivery test.